Manufacturer narrative:
A product investigation was performed ¿ two matrix long holding sleeves (03.632.036 lot 6684422 and 6746388) were returned with broken threaded tips. A definitive root cause was unable to be determined however over-threading the sleeve into the screw head or difficulty during placement of the screw could have caused breakage. Replication of the complaint condition is not applicable and the complaint is confirmed. The holding sleeves are used in the matrix spine system for screw insertion with an appropriate driver. Drawings for the sleeve were reviewed during the evaluation. A design change was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. Lot 6746388 was manufactured in june 2011 before the change while lot 6684422 was manufactured in dec 2011 after the change. Details regarding use of the device when the breakage occurred were not provided and so a definitive root cause could not be determined. Bending loads at the tip during screw placement or over-threading the instrument could have contributed to the complaint condition. DHR review ¿ DHR review for part#03.632.036 lot#6684422. Release to warehouse date: june 2, 2011. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during surgery, it was found that two (2) of the long ¿screwdrivers¿ of the back matrix set broke. Portions of the threads cracked off. There was no surgical delay and the patient was reportedly not affected. Another set of instruments was readily available. This is report 1 of 2 for (B)(4).